Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded and the camera cable was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce fluoroscopic x-ray. No report of pt injury.